Event description:
It was reported that the device was used during an unknown procedure. The shield would not retract during insertion into the abdominal wall. The case was completed using a same like device. There was no consequence to the pt.